Manufacturer narrative:
Sex, weight, ethnicity, race: unk. Date of event : unk. Implant date, explant date: unk. (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states a 13.2mm micl13.2 implantable collamer lens -6.0 diopter was "vold to flat, remove." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2021 a 13.2mm micl13.2, -6.0 diopter implantable collamer lens was implanted in the patient's left (os) eye. On (B)(6) 2021, the lens was explanted due to low vault. The cause of the event is reported as device. H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).